Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination of the balloon revealed a pinhole at the proximal balloon cone. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02874. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. After ablation was performed using a 1.5mm rota burr, a 3.5x38mm synergy was implanted to the lesion. Subsequently, a 3.50mm x 8mm nc emerge® balloon catheter was advanced for post-dilation. However, during the first inflation at 20 atmospheres for 3 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 3.50mm x 12mm nc emerge® balloon catheter was then advanced; however, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.